Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-58, implanted: (B)(6) 2013. (B)(4).

Event description:
A patient with an implantable pulse generator (ipg) system was reported as deceased due to a malfunction with the device. Information identified in the manufacture¿s data base indicated the patient died approximately one month post implant of the ipg system. A cause of death was requested from the death certificate and reported as a possible pacemaker malfunction.